Event description:
It was reported that this right atrial (ra) lead exhibited a gradual rise in pacing impedance measurements, up to 2020 ohms, which was out of range. This resulted in a lead safety switch (lss) from bipolar to unipolar sensing configuration. While in unipolar, there was noise and oversensing on the atrial channel that resulted in inappropriately stored atrial tachy response (atr) episodes and the ra automatic threshold test to be incomplete at 5v. Technical services (ts) noted that this was most likely due to calcification on this ra lead. The measurements and noise returned to normal after reprogramming into a split configuration. No adverse patient effects were reported. Currently, this lead remains in service.